Event description:
It was reported that; upon using the cage, the surgeon was attempting to lock the cage. Instead of turning the gold locking screw counter clockwise, he turn clockwise with a good amount of force. The gold screw split in half and the device could not be locked. We took the cage out and inserted a new cage with no issues

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be was confirmed to be broken by visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of this event is user error: the user failed to follow the instructions mention in surgical technique.

Event description:
It was reported that; upon using the cage, the surgeon was attempting to lock the cage. Instead of turning the gold locking screw counter clockwise, he turn clockwise with a good amount of force. The gold screw split in half and the device could not be locked. We took the cage out and inserted a new cage with no issues.